Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts and would only beep instead. There was no reported adverse impact to customer's bg. Reportedly, the customer continued to use the pump for insulin therapy.